Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room and hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 64 mg/dl. The customer alleging insulin pump over delivery. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer uses auto mode feature. The customer was treated with food. The insulin pump will be returned for analysis.